Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly. Intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the customer had no delivery alarm. The representative also reported that the customer was having keypad issues. The customer's blood glucose was 208 mg/dl at the time of incident. The representative stated that the customer was correcting the blood glucose with the insulin pump. The representative stated that the customer found that the cannula was bent. The insulin pump will be returned for analysis.